Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted for severe muscle stimulation. During the procedure, the lead was repositioned and muscle stimulation still occurred. The patient's veins were reportedly too small and thus the lead was ultimately explanted. No additional adverse patient effects were reported.